Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted within the esophagus of cancer patient on (B)(6), 2010. According to the complainant, the patient had a previous operation for cancer, which resulted in an anastomosis, which in turn lead to an esophageal stenosis. During the procedure the user could only deploy half of the stent. It was reported that the stent suture "seemed tied or knotted"; however the suture did not break, or get caught on anything. No damaged was reported to the stent after being opened from the packaging. The device was removed from the patient without issue. No other stent was available at the time of the procedure. The patient remains hospitalized and was reported to be "stable and waiting for another stent to be shipped".

Manufacturer narrative:
A visual examination of the returned device found the stent was partially deployed by approximately 45mm. The skive area on the delivery system was also found to be kinked. During functional analysis, it was possible to deploy the remainder of the stent without issue. A visual and tactile examination of the deployed stent found no anomalies. Based on the condition of the returned device, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted within the esophagus of cancer patient on (B)(6), 2010. According to the complainant, the patient had a previous operation for cancer, which resulted in an anastomosis, which in turn lead to an esophageal stenosis. During the procedure the user could only deploy half of the stent. It was reported that the stent suture 'seemed tied or knotted'; however the suture did not break, or get caught on anything. No damaged was reported to the stent after being opened from the packaging. The device was removed from the patient without issue. No other stent was available at the time of the procedure. The patient remains hospitalized and was reported to be "stable and waiting for another stent to be shipped".

Manufacturer narrative:
(B)(4) (stent partially deployed).the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.